Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported from a social media post that during a robotic-assisted surgery when exchanging the first instrument, a black rubber piece fell into the patient's abdomen from the universal seal accessory. This led to the leaking of the seal. It is unknown if the fragments were all retrieved. There was no other patient injury reported due to this incident.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.